Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00700870. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient was hospitalized for a traumatic intracranial bleed in the left frontal lobe due to a fall, and conservative treatment was provided. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagul ant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for a traumatic intracranial bleed in the left frontal lobe due to a fall and conservative treatment was provided. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.